Event description:
Balloon expandable stent with delivery system used in cardiac cath procedure. As stent about to be deployed, the stent sheath retracted, requiring removal of the stent. It was to be deployed in the saphenous vein to the coronary. Pt did have another stent placed in the intended position. Dislodged stent remains in the femoral area. Vascular consult was performed and it was recommended that the stent not be removed. Pt has remained stable with no further complications and was discharged home on 10/24/95.